Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was not getting insulin and they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 800 mg/dl. The customer treated their high blood glucose with manual shifts and insulin pump. The customer was wearing insulin pump during hospitalization and customer took the insulin pump off at the time when they admitted. The customer reported that no insulin was came out. The insulin pump will be returned for analysis.